Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Based on the information reviewed, a conclusive cause for the thrombosis could not be determined in this incident. The reported patient effect of thrombosis as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention appears to be case specific circumstances as aspiration was performed after observing thrombosis. Although a conclusive cause for the reported patient effect and the relationship to the device, if any cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted this was a patient with hit-2 and heparin was not allowed. The activated clotting time was out of range during the procedure. The steerable guide catheter (sgc) was advanced to the mitral valve, and the first clip was deployed, reducing mr to 2-3. Then a second cds was advanced through the sgc; however, thrombus was observed in the left atrium. The second cds was removed and aspirations were performed. Thrombus was no longer visible. A decision was made to abort the procedure. One clip was implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.